Event description:
Caller reported a pixel issue on the pump display, which affected the ability to interact with the pump and read the screen. There was no adverse impact on the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.